Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the cap of the feeding port adaptor became loose a few days after placement. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the lot number was provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint that has been reported for this corporate lot number to date. Investigation summary: one 20 fr peg dual port feeding tube bifurcation adaptor was returned for evaluation. The feeding adaptor (large port) was patent to infusion and aspiration, though leaks were observed with low hydraulic back pressure and the large cap dislodged relatively easily. The medicine port branch (small port) was patent to infusion and aspiration with no leaks observed under low hydraulic back pressure. Applicable diameter measurements were taken of the ports/caps and found to be within the specified range. As the large cap was found to be loose and leaked, the investigation is confirmed for the reported cap fit issue. The definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Potential contributing factors include material degradation and excessive force. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that the cap of the feeding port adaptor became loose a few days after placement. There was no reported patient injury.